Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent total hip arthroplasty and that a revision procedure was scheduled to remove the metal acetabular liner and replace with active articulation components. Additional information provided indicates that a revision procedure was performed on (B)(6) 2014, due to metal on metal symptoms of pain and fluid build-up. Additional information also indicates that the revision procedure was on the right hip. The date of implantation for the right hip is unknown. Information was also provided indicating that a left total hip arthroplasty was performed on (B)(6) 2011. There has been no reported revision procedure of the left hip.